Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-02977, and 1627487-2022-02978. It was reported that patient experienced ineffective therapy and pain at the ipg site. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on contacts 2 and 3. Surgical intervention was undertaken wherein the leads ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event for high impedances and pain at the ipg site was not confirmed. Pain at the ipg site cannot be confirmed by product testing alone. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issues. The ipg was functionally tested and passed all testing.